Manufacturer narrative:
(B)(4). Eval: results: mi/tvr.

Event description:
Pt received a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the lad and a 2.5m diameter x 12mm length endeavor sprint rx was deployed in the cx (ref MFR #2953200201002511) during index procedure. However, it was reported that the pt was hospitalized due to ami approx 3 months post implant of the relevant stents. Revascularization was performed with implant of three other MFR stents. Prolonged hospitalization was also required. It was reported that pt troponins decreased to normal range prior to discharge. No other clinical sequelae were reported.